Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mentioned order status was in discontinued status. The technical service specialist informed the customer about the order status and monitored the status. The customer confirmed the issue did not re-occur and gave permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary machine shows no due until 4/6 10am. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.